Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that fibergraft bg putty large 11cc was unusable as it was hardened within the syringe upon opening during an intraoperative event. The event occurred during a procedure for femur non-union. There was no surgical delay due to the reported issue, as another product was opened and the procedure was successfully completed. No patient consequences or impact were reported.